Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via company representative stated that the back table prime resolved the issue. There was no issue with the refill kit or pump connector.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the cause of it was due length of time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that was in the middle of a surgical procedure and were unable to see fluid coming out of the catheter during a prime and wanted to know why. The tech services reviewed the calculations with the healthcare provider (hcp) and the company representative. After the third prime, they were able to see fluid. The tech services continued to assist with trouble until they were able to connect the pump. The hcp complained about the design of the catheter and how the pump connector gets stuck during procedures. The hcp liked the design of the old catheter better and he would like the pimp connector available separately. He also stated that the refill kit template design was not sufficient. The rep was in the operating room and the tech services were not able to get the patient information, drug information, etc.